Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the patient was discharged from the hospital on an unknown date. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; guide cath: mach1 al1 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately tortuous, mildly calcified, distal right coronary artery, for treatment of a 90% de novo stenosis, quantitative coronary angiography was performed and the reference vessel diameter was 3 mm x 8 mm. Pre-dilatation was performed once at 8 atmospheres using a 2.5x10 non-abbott balloon. A 3.0x8 rx xience prime stent system was advanced without force through a 6f guide catheter. The stent system could not advance and the stent system was retracted without resistance. The stent dislodged. Surgical intervention was required to retrieve the dislodged stent from the anatomy and coronary artery bypass surgery was performed. As of (B)(6) 2013, the patient remained hospitalized. No additional information was provided.